Manufacturer narrative:
The insulin pump was received with a blank display and a constant tone alarm due to moisture damage on the electronics. The insulin pump was received with minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump was worn while swimming and then began alarming with a constant tone. The customer did not recall the blood glucose reading. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.